Manufacturer narrative:
Content: as the original bulk non sterile contract manufacturer, medron has no direct contact with end user. History: bard notified medron of a retrospective complaint analysis that changed 10 complaints to a reportable status and requested DHR reviews. As a contract manufacture, medron is also required to submit a MDR for the event per section 2.17 of the draft guidance for industry and food and drug administration staff - medical device reporting for manufacturers. These mdrs are numbered 1722746-2015-00001 through 1722746-2015-00010. Device history and process review confirmed lot met release and process requirements. Similar bulk non sterile product evaluated and confirmed to meet specification requirements. The origin of the reported substance is unknown.

Event description:
It was reported that after the crossing support catheter was removed from mid sfa without incident, the catheter had a gelatinous-like substance on it. Another crossing support catheter was used to complete the procedure. There was no patient injury.